Event description:
The patient¿s wife reported ¿the pump was getting low¿ and they knew the medication was ¿stale¿. Per the patient, the refill date was (B)(6) 2013. Their wife stated the patient was scheduled to have the medication changed out on (B)(6) 2013, but they cancelled the appointment. The wife stated they wanted to find another healthcare provider who would empty the pump and put saline in until they ¿could figure out what to do¿. The wife stated that, they did not know ¿what happened exactly¿, but the patient started having paranoia the week before (B)(6) 2013. The patient went to the ER on (B)(6) 2013 and they were treated very badly. They told the ER who to call to lower the pump, but they did not get any assistance. They went home on (B)(6) 2013 from the ER. They went to their hcp¿s office on (B)(6) 2013. The dosage of prialt was lowered from ¿2 something micrograms per day¿ to 1.953 micrograms per day. The wife stated the paranoia had gotten better once the dosage was lowered, but the patient still had some paranoia. The patient¿s last refill was on (B)(6) 2013. The wife stated that from (B)(6) 2013 to the week before (B)(6) 2013, the patient did not have paranoia. The patient did not have any falls or trauma. The wife stated that ¿they know prialt caused the paranoia, but they also read the pump can ¿go wacky¿ so they were not sure what caused it¿. No alarms were heard from the pump. A healthcare provider later reported, the cause of the event was too high of a dose, and it was not related to the device or programmer. They noted the event was not related to the pump, catheter, or programming. They noted that the issue, in relation to drug effects, was the increased dose caused side effects, and it was drug related. The dose adjustment occurred on (B)(6) 2013, and they decreased the dose by 50% to 1.953 mcg/day. The patient did require hospitalization due to the event, though the hcp noted ¿emergency room¿. Their outcome was no injury. No surgical intervention was required. They stated it was not related to the medtronic system.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4); product type programmer, patient. (B)(4).